Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation attached to the titanium spike of the transfer set. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing was performed and there were no leaks or issues observed. The transfer set was connected and disconnected using the returned disconnect cap and an in lab molded port / green cap and no issues were observed. The disconnected cap was fully seated and tightened; therefore, the reported connection issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that there was a connection issue with the enterprise disconnect cap and transfer set. The outer part of the cap could not be properly connected to the transfer set. There was a gap between the titanium and the clamp part. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.